Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient complained about having dizziness. It was subsequently explanted and replaced. No additional adverse patient effects were reported. Additional information received that hcp called to mention that the device reading data failed and they were unable to identify the device. Also, the patient's device is supported by consult. No additional adverse patient effects were reported.